Event description:
It was reported that the patient experienced fluid loss from a hole in the balloon resulting in recurring incontinence and the patient was dissatisfied about the device not working with an artificial urinary sphincter (aus). The aus balloon was explanted and a new aus balloon was implanted. Should additional relevant details become available, a supplemental report will be submitted.